Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2025).

Event description:
It was reported that during a chronic catheter placement procedure in the right internal jugular, the device allegedly had bubbles in the line. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a chronic catheter placement procedure in the right internal jugular, the device allegedly had bubbles in the line. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 7fr hickman d/l catheter was returned for evaluation. Gross, microscopic visual, tactile evaluation and functional testing were performed. During visual evaluation, a complete diagonal break was noted on the distal end of the catheter and striations were noted on the catheter surface. The investigation is inconclusive for the reported air embolism issue as the exact circumstances at the time of the reported event cannot be verified and however clinical conditions cannot be replicated to confirm these failures. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2025), g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.